Manufacturer narrative:
Following abutment break, a fragment of the abutment remained blocked inside the implant. The practitioner tried to use the rescue kit but he failed to remove the fragment of the abutment. And he also broke a component of the kit. That is why, ultimately, the practitioner decided to remove the implant. The implant has been placed in 24 position on (B)(6) 2014 and has been explanted on (B)(6) 2019. Breakage may be the result of excessive force exerted on the prosthesis. -

Event description:
Following abutment break, a fragment of the abutment remained blocked inside the implant. The practitioner tried to use the rescue kit but he failed to remove the fragment of the abutment. And he also broke a component of the kit. That is why, ultimately, the practitioner decided to remove the implant.